Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that wire detachment occurred. The target lesion was located in the circumflex artery. A 185cm pt2 moderate support wire was advanced to the target lesion. However, the wire broke off in the vessel. The physician was able to snare the broken wire out of the artery. No patient complications were reported and the patient was fine.